Manufacturer narrative:
The reported event of failure to advance the guidewire was confirmed. A complete lead was returned in one piece as received. The inner coil was found to be offset at the middle region of the lead during visual and x-ray examination. The cause of the reported event was determined to be the inner coil being offset, consistent with procedural damage. No indication of conductor fractures or internal shorts was found during electrical testing. The s-curve height was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition.